Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that after a gastric procedure using a realize band the patient presented with band erosion and the band was explanted. It was later learned the strain relief remained in the patient. The exact date of the implant is unknown but believed to be in 2008.